Manufacturer narrative:
It was reported that the patient was experiencing tightness in extension and looseness in flexion, suggesting the tibial implant had excessive slope. The device is not available for evaluation. It is not presently available which model or version of the device is in scope of this adverse event. Additional information will be submitted via follow-up as appropriate.

Event description:
It was reported that the patient was experiencing tightness in extension and looseness in flexion, suggesting the tibial implant had excessive slope.